Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morph ology at the time of implant are unknown. It was reported that the patient was found to have developed sharp abdominal pain and went to the ER at another state. Upon return the patient went to their physician and was admitted to the hospital. The aneurysm is currently 6x6.1 cm in size. A proximal type I endoleak was diagnosed and the decision was made to implant an endurant 282849 and this successfully resolved the endoleak. The endoleak was attributed to disease progression. Where the aortic neck was found to measure 24 - 25 mm in diameter and there were coils in the aneurysm sac indicating there was a type ii endoleak at one time (date is unknown). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression; neck dilatation and type ii endoleak. Conclusion: disease progression; neck dilatation and type ii endoleak. Endoleak.

Event description:
Additional information was received as follows: it was reported that the patient came in for a routine follow up. Three days later the patient developed abdominal pain. No rupture was seen; however some free fluid was seen in the abdomen. The patient's white count started to elevate. The physician is unsure if there might be a graft infection and elected to perform an axillary bilateral femoral graft bypass and then explanted the stent grafts. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.